Event description:
During a routine visit in the hospital saluda personnel was information that a previous implanted evoke spinal cord stimulation (scs) system was explanted due to an infection. Additional information has been requested but unavailable at the time of this report.